Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device heats up was confirmed. It was found that the motor did not turn as it was corroded. Also the resistance value of the hand control set was out of specifications and the insulation of the keypad assembly was damaged. There was also a short circuit in the motor cable and the device was found to not start and was also leaky. The motor, motor cable and the hand control set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, hence the rough running of the motor would have caused the device to heat up during operation. The damage due to fluid ingress would have also caused the device to become leaky. However, given the information provided we cannot discern a definitive root cause for the defective hand control set. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that postoperatively to an unknown procedure, it was observed that the micro tornado hp w hand control was heating up. The procedure was completed using a replacement. There was no patient consequence and no surgical delay reported. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device heats up was confirmed. It was found that the motor did not turn as it was corroded. Also the resistance value of the handcontrol set was out of specifications and the insulation of the keypad assembly was damaged. There was also a short circuit in the motor cable and the device was found to not start and was also leaky. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, hence the rough running of the motor would have caused the device to heat up during operation. The damage due to fluid ingress would have also caused the device to become leaky. However, given the information provided we cannot discern a definitive root cause for the defective handcontrol set. A manufacturing record evaluation was performed for the finished device (serial number : (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).